Manufacturer narrative:
Retainer ring=black. Flashing display due to moisture damage to j-1 connector on the pcb2 board. Cleaned j-1 connector with alcohol and no effect. Unable to perform displacement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked on the battery side. Customer stated the pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.